Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted. Info regarding the prevention of operating room fires was provided to the customer.

Event description:
The customer reported that during an ent procedure a flame occurred at tip of instrument. The insulation at tip of device was burned. Oxygen was in use. The pt was not injured. The customer has indicated the incident device will not be returned for eval.